Manufacturer narrative:
Event date: exact date unknown, event occurred a few months ago.

Event description:
It was reported that the patient was experiencing inadequate stimulation as the ipg was no longer charging. The patient underwent an ipg replacement procedure and was doing well post-operatively. No further information has been obtained despite good faith efforts.